Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient had been "extremely ill" since (B)(6) 2019. The patient had been throwing up and coughing all night long. The patient was hard of hearing so they didn't know if an alarm had been sounding. It was considered a sudden change in symptoms. The patient had reported the symptoms to their managing hcp, and he directed her to go to the emergency room (ER) and request a device manufacturer representative to come and read the pump. No further complications were reported. Additional information was received from the patient on (B)(6) 2019. It was reported that she had met with a device manufacturer representative in the emergency room and the "pump was no longer working." She would have to have the pump removed or replaced. She was inquiring about leaving the pump inside her body until she got back home as she was in a different state at the time of the call. No further complications were reported.